Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml bupivacaine at 8.897 mg/day and 2 mg/ml morphine at 0.7118 mg/day. The reason for use was not reported. It was reported that the patient was claiming she isn¿t receiving pain relief from pump. It ¿feels like it¿s not working properly.¿ the patient denies any falls, accidents, or any jarring motion. Diagnostics/troubleshooting included the doctor attempting a dye study. They were unable to aspirate from the cap (catheter access port); decided to instill contrast but was unable to do so as much resistance was encountered. Interventions/actions included the hcp¿s recommending catheter revision or to replace with a new catheter. Surgical intervention did not occur, but it was planned. The patient status was ¿alive ¿ no injury.¿ the issue was not resolved at the time of the report. There were no further complications reported/anticipated.